Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. It was observed that the analog pcb assembly caused the device not to analyze a shockable rhythm. Physio-control then further evaluated the analog pcb assembly and determined that the cause of the reported issue was due to a capacitor, designator c156 on the analog pcb assembly being shorted. A replacement device was provided to the customer under warranty.

Event description:
The customer returned their device to physio-control for evaluation. During device evaluation physio-control observed that the device showed a service wrench icon in the readiness display and that it had logged an event code into its memory. When the device was further evaluated, it was observed that the device would not properly analyze a shockable rhythm. There was no patient use associated with the reported event.